Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test. Pump passed the dat at 0.08715 inches. Pump monitored for several days and no external ram crc error alarm noted. Pump passed the unexpected restart error test. No unexpected restart alarm noted. However, spanish software anomaly alarm found in the alarm history files due to corrupted history file. The test reservoir locks in properly in the reservoir compartment noted. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 14, 2017. Customer had blood glucose of 400 mg/dl. Customer mentioned that the reservoir did not lock into place and needed an activity guard. The customer experienced symptoms such as excessive thirst and feeling dizzy. Healthcare professional reported that ketones. The customer was off the insulin pump for less than 48 hours prior to hospitalization. Troubleshooting was performed, and it was found that insulin pump received an external ram crc error alarm, a spanish software anomaly alarm and an unexpected restart alarm. Insulin pump would be replaced.